Event description:
Additional information was received that the patient's ipg was replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The report that the device displayed the eri message ¿replace generator soon¿ was confirmed. A longevity calculation and analysis of the returned ipg confirmed the device declared elective replacement indication (eri) and end of life (eol) and had normal battery depletion to the end of life.

Event description:
Additional information was received that the ipg met longevity. There is no allegation of deficiency against this device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may be taken at a later date to address the issue.